Manufacturer narrative:
Date of report: 19oct2018. Date of manufacturer: 18oct2018. The customer reported that the ventilator was returned to use. Multiple attempts were made to obtain additional information on the repair of the device, however, the attempts were unsuccessful. No parts were returned to philips for evaluation, therefore, the root cause of the alleged issue could not be established.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sep2018. Serial number not provided. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator powered off. There was no patient harm reported. The event date was not specified; estimate used.